Event description:
Rep explained that the ventricular catheter had flow but the valve appeared to be occluded as there was no distal flow. The pt required a shunt as a result of a cerebral hemorrhage and the doctor believes the valve became occluded due to biological matter. The valve is available for eval.

Manufacturer narrative:
Codman has requested return of the valve for eval. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.